Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil displaced into endometrial canal') and device breakage ('the coil came out in two pieces') in an adult female patient who had essure (batch no. A33567) inserted for female sterilisation. The patient's medical history included uterine dilation and curettage on (B)(6) 2018, pregnancy test negative, obesity, genital bleeding, female condom, caesarean section, d & c, intra-uterine contraceptive device insertion, endometrial hyperplasia, menorrhagia and pain in hip. Previously administered products included for an unreported indication: adipex and antibiotics. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013 and essure removal date is (B)(6) 2018 as per mr. The right fallopian tube was canalized, 10 coils showing. The left fallopian tube was canalized with 6 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg show the right tube with spillage. X-ray of pelvis and hip - on (B)(6) 2018: no acute osseous abnormality at the left hip and pelvis.. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:partial expulsion of device and device breakage. Lot number: a33567, manufacturing date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil displaced into endometrial canal') and device breakage ('the coil came out in two pieces') in an adult female patient who had essure (batch no. A33567) inserted for female sterilisation. The patient's medical history included uterine dilation and curettage on (B)(6) 2018, pregnancy test negative, obesity, genital bleeding, female condom, caesarean section, d & c, intra-uterine contraceptive device insertion, endometrial hyperplasia, menorrhagia and pain in hip. Previously administered products included for an unreported indication: adipex and antibiotics. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013 and essure removal date is (B)(6) 2018 as per mr. The right fallopian tube was canalized, 10 coils showing, the left fallopian tube was canalized with 6 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg show the right tube with spillage. X-ray of pelvis and hip - on (B)(6) 2018: no acute osseous abnormality at the left hip and pelvis. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: partial expulsion of device and device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.